Event description:
Information was received from a manufacturer representative (rep) regarding an external device. The rep states when patient (pt) plugs in the recharger (rtm), they are getting an error message and cannot charge. Troubleshooting was unable to be performed as rep was not with the pt. Patient services (ps) made outbound call to pt. During call, pt states when trying to charge they see an error message system problem rm04 cannot continue call manufacturer. Pt states controller charges fine and once plugged into the rtm they receive these messages. Pt states they used MRI mode, and it would come out of MRI mode and somehow, they were able to use it after that. Pt does not detect damage. Pt states it took 3.5 hours to get charged last night. Pt states issues started one month ago and quit after that sometime and the past couple days have been terrible where they are unable to charge at all. Pt states the rtm gets warm when charging. Pt states they were waiting on hold 3 different times yesterday and were kicked out. Pt wondered if storing their rtm in the case every night did something to the cord? A replacement rtm was requested. Additional information was received from the patient (pt) on (B)(6)2023. It was reported that the pt got a new recharger and when they went to use it by plugging the recharger into the controller, the controller would not recognize the recharger was plugged in for nothing happened. During call pt verified they were using the new recharger. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharger antenna failure and an rm04 error code was seen. Also, there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.